Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported the patient¿s right leg, bladder, and bowel have been paralyzed since surgery on (B)(6) 2013. Actions required due to the event included hospitalization. A cat scan was performed. It was unknown if there was a product issue. Patient said they were told they developed a blood clot shortly after surgery. The patient was hospitalized for a period of time and has been in inpatient rehabilitation since the surgery. It was noted the patient had better movement in there leg now but they had to in and out catheterize and they are on a bowel program. The patient is unable to bear weight on their right leg and they have very limited movement. The patient¿s leg will spasm severely with passive range of motion exercise. The patient status was noted as alive with injury. Symptoms include loss of reflexes in lower extremities, pain, paralysis, spasm and weakness all in the right leg, bladder and bowel. The doctor noted the patient¿s blood vessel was either stuck with a suture needle or severed which caused a blood clot. Stimulation was working well and did not appear to be impeding the spinal cord in any way. The doctor spoke with the patient on whether or not they wanted to be explanted but the patient refused because the stimulator was working.